Event description:
Burning. Or (B)(6): spi2 and ve monitor (the one furthest from the door) has an ophit that smells like it is burning, and they are not able to get dvi to the monitor.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B)(6)2006 to (B)(6)2008 were the scope of this retrospective review. These events are being submitted under exemption (B)(4). There are 1 event associated with this event type (malfunction) and product code gcj.